Event description:
It was reported that the patient experienced a hypoglycemic event after accidentally announcing three meals within a short interval while using the ilet, resulting in insulin overdelivery and a documented blood glucose low of 40 mg/dl. Symptoms included hypoglycemia without loss of consciousness or other acute sequelae. Outcomes included temporary physiological impairment that resolved after self-treatment. Investigation included user interview and troubleshooting focused on use error and product use education. Investigation of this case revealed user-related error due to multiple meal announcements in close succession. It was concluded that the event was attributable to user error and device function was consistent with design, with no device malfunction identified.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.